Event description:
The reporter indicated the surgeon implanted a 13.2mm vicmo13.2 implantable collamer lens, -10.00 diopter, in the patients right eye (od), on (B)(6) 2022. The lens was reported as having a complication due to visco. The patient had an ischemic optic neuropathy due to visco. At some point the patient only had light perception but is now recovering. Patient has mydriasis due to iris ischemia and has pigment dispersion. The doctor wants to focus on recovery and then look for correction of the astigmatism with prk. The lens remained implanted. This is the replacement lens for MFR. Report # 2023826-2022-00756. Additional information has been requested but none has been forthcoming.

Manufacturer narrative:
Weight: unk. Ethnicity: unk. Race: unk. Date of event: unk. Explant date: na. (B)(4). Claim # 724553

Manufacturer narrative:
Claim# (B)(4).